Event description:
The pump was returned for investigation. Investigation revealed that there was damage to the battery compartment and cap and there was a display screen issue. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/01/2013 with the following findings: during investigation, it was observed that the battery compartment was cracked. The battery cap threads were found to be stripped. Additionally, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).